Event description:
The field engineer reported that the system was unable to perform fluoroscopy. There was no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed on onsite investigation. The high voltage tank and generator batteries were evaluated and replaced. The generator was recalibrated. The system was tested and found to be working as intended and returned to service.